Manufacturer narrative:
The consumer is a (B)(6) male. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The dealer stated that the cross brace on the back of the rollator broke. The dealer has replaced the product for the consumer from his stock. No injury alleged. RMA (B)(4) has been issued and the damaged unit will be returned to invacare for an inspection and evaluation.

Event description:
Customer alleged cross brace on back is broke. No injury alleged.